Manufacturer narrative:
Similar device with product number 75447545 with 510(k)# k042025 is marketed in us. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient spinal therapy for ste nosis. It was reported that revision surgery was performed due to fracture occurred in l5, the screws of l5 were replaced, and plif was performed to l5-s1 additionally and fusion for extending was performed to iliac. The l1 screw and the l2 right screw were also loose, so they were replaced. There was patient involved in the event and no further complications reported regarding the event.